Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to fill arctic sun device, but it was not taking up water. Water reservoir level (wrl) was 4. Nurses trying to fill because they received alert about wfr. Walked through stop therapy, disconnect and reconnect. Restarted therapy water flow rate (wfr) was stopped at 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 13.2c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 20c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 0, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 1622.9 and pump hours were 1378.5. Walked through emptying pads and disconnecting. Placed device in manual control at 5c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 10.8c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 12.1c, chiller temperature (t4) was 7.5c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53 percentage, mixing pump command (mpc) was 100 percentage. Reconnected pads while in manual control water flow rate (wfr) was 3.1 l/m. Disabled manual control and restarted therapy water flow rate (wfr) was 3 l/m.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Water reservoir level (wrl) was 4. Nurses trying to fill because they received alert about wfr. System diagnostics showed that the outlet monitor temperature (t1) was 13.2c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 20c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 0. Inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 1622.9 and pump hours were 1378.5. Walked through stop therapy, disconnect and reconnect. Restarted therapy water flow rate (wfr) was stopped at 0 l/m. Root cause: root cause was not able to be isolated as unit was not evaluated. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to fill arctic sun device, but it was not taking up water. Water reservoir level (wrl) was 4. Nurses trying to fill because they received alert about wfr. Walked through stop therapy, disconnect and reconnect. Restarted therapy water flow rate (wfr) was stopped at 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 13.2c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 20c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 0, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 1622.9 and pump hours were 1378.5. Walked through emptying pads and disconnecting. Placed device in manual control at 5c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 10.8c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 12.1c, chiller temperature (t4) was 7.5c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53 percentage, mixing pump command (mpc) was 100 percentage. Reconnected pads while in manual control water flow rate (wfr) was 3.1 l/m. Disabled manual control and restarted therapy water flow rate (wfr) was 3 l/m. Per follow up information received via task on 18jul2025, it was reported that the device issue was resolved during the technical support call. They instructed to disable the manual control and restart therapy. No other issues occurred. The patient completed therapy, and no patient impact was reported. The device did not need any repairs.